Event description:
Healthcare professional reported right side with rupture. Device was explanted and replaced with non allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: ¿ white particle observed on the device. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.it is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture "leaking".

Event description:
Healthcare professional reported right side with rupture. Device was explanted and replaced with non allergan.